Event description:
Difficulty walking [walking difficulty], flare reaction [joint inflammation] , knee pain [knee pain], effusion [knee effusion] . Case narrative: initial information received on 17-may-2018 regarding an unsolicited valid serious case received from a other non-health care professional. This case is linked to cases (B)(4). This case involves an unknown age patient who experienced flare reaction, knee pain, effusion and difficulty walking, while he/she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patients past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2018, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) dosage unknown (with an unknown batch number) for product used for unknown indication. The patient developed an event of a serious flare reaction (arthritis), knee pain (arthralgia), effusion (joint effusion), difficulty walking (walking disability) after 28 days of use of hylan g-f 20, sodium hyaluronate (synvisc) this event was leading to intervention. Final diagnosis was difficulty walking, effusion, severe knee pain and flare reaction. Action taken: unknown. The patient was treated with cortisone. The patient outcome is reported as recovered / resolved on an unknown date in 2018 for flare reaction, knee pain, effusion and difficulty walking. A pharmaceutical technical complaint (ptc) was initiated on 30-may-2018 for synvisc with (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 30-may-2018. Global ptc number and results were added. Text was amended accordingly.